Event description:
It was reported that the device was found in backup mode following the delivery of multiple high voltage therapies. The patient also received external defibrillations. Abbott technical support was contacted and the device was reprogrammed out of backup mode. Device replacement was anticipated to resolve the event. Additional information was requested but was not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was noted in backup vvi mode. Technical support recommended device replacement; however, no intervention was performed to resolve the event. The patient was in stable condition.